Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and boot. The receiver perpetual rebooting. Receiver functional tester: failed - perpetual rebooting. Opened receiver, detached ui pcba, and downloaded: passed. Receiver log review: perpetual rebooting, no user shutdown found in the log within the investigation window. Open receiver case for interior inspection: passed. The customer's complaint was confirmed because there is an indication of the ceases to function. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.